Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an issue with suspending. Blood glucose level at the time of the incident was not provided. Customer stated the device would suspend then customer would have to unsuspend. Troubleshooting was provided however the issue was not fully resolved. Product will not be returning.